Event description:
The lead was received by the manufacturer for product analysis. The product analysis lab identified a break in the negative coil. Using a scanning electron microscope pitting or electro etching conditions were identified at the break location. The negative coils appearance suggesting that a stress induced fatigue has occurred in at least two strands of the quadfilar coil. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead. No other relevant information has been received to date.

Event description:
Information was received that the patient's generator was checked in clinic after generator replacement and was showing high impedance again and therefore the patient was referred for lead replacement. The lead was explanted and replaced. The explanted generator was returned and underwent product analysis. No anomalies were found with the functionality of the generator. The impedance history of the generator was reviewed and high impedance was found to be existing at an earlier date than reported. The impedance was seen to be fluctuating throughout the history of the implant that was available in the data. The patient's explanted lead has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device had high impedance seen in clinic. It was reported chest x-rays were conducted and showed the leads were intact per the physician's review. The patient underwent only a generator replacement and impedance was within normal limits after the generator was replaced. The lead was not replaced. Information was received that pre-operatively, the impedance reading was high and was also high the day of surgery. It was stated that there were no signs of faulty pin insertion with the previous generator, but it was believed the surgeon did not try to reinsert the pin because the representative was not asked to analyze the pin-insertion. Diagnostic tests in different positions were not attempted post-operatively and thus a micro or positional fracture was not ruled out. The explanted generator has not been received to into analysis to date. No additional relevant information has been received to date.